Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of device failed the downstream occlusion test (7-19 psi) with values of 20.7, 21.6, 22.1, 21.8, 21.76, 19.15. Evaluation did not confirm the reported symptom while performing downstream occlusion testing at the flow line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test (7-19 psi) with values of 20.7, 21.6, 22.1, 21.8, 21.76, 19.15 in the biomed service department. There was no patient involvement. No additional information is available.